Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 453 mg/dl at the time of the incident. They treated with intravenous insulin infusion. Customer don't have any symptoms for high blood glucose. Customer was using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 24-nov-2021, the customer alleged was for high blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, keypad overlay texture damage, cracked case-corner of belt clip rails, serial number label missing, battery tube threads - cracked, corroded battery tube and label damage(end cap address label peeling/fading) during the visual inspection. Thus was utilized and downloaded trace/history files properly. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, displacement test and delivery accuracy test at 0.0872. Device was cut open to perform visual inspection and found moisture damage on pcba1 and motor assembly noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Moisture damage on pcba 1 and motor was confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.